Event description:
As reported: "when the screw was removed, we tried to manually remove it by counter-rotation with a screwdriver, but the screw was buried. The back of the lower leg was expanded, and the screw was finally removed with a screwdriver while countering the screw tip with forceps." The procedure was delayed by 20 min.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Manufacturer narrative:
Correction: please refer to d4 lot number. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when the screw was removed, we tried to manually remove it by counter-rotation with a screwdriver, but the screw was buried. The back of the lower leg was expanded, and the screw was finally removed with a screwdriver while countering the screw tip with forceps." The procedure was delayed by 20 min